Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed sign of physical damage. The serial number label on the top cover was faded. There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An accelerated stress test (ast_ was performed. The sound (noise) emitted from the cycler during the test treatment was normal. The load cell verification and mushroom head check passed. A pre-ast simulated treatment was performed and completed without any failures or problems. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact (spouse/husband) contacted fresenius technical support to report patient receiving a noisy issue during treatment on the liberty cycler. The fresenius technical support representative advised husband to call for live troubleshooting, husband stated that the label had worn off/erased. The technical support representative issued a replacement cycler due to noise issue, advised to discontinue using the machine and contact the peritoneal dialysis registered nurse (pdrn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was determined there were no patient adverse events and no medical intervention was required. The patient was able to complete treatment by performing manual pd therapy. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.